Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned at this time.

Event description:
It was reported by the nurse that in dawn it was performed the catheter flushing and the catheter ruptured. It was reported that the patient remained hospitalized and it was required the peripheral venous access for some days and after it was performed a new PICC insertion.